Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site and underwent skin revision a number of times (dates not reported).